Manufacturer narrative:
Customer reports three "potential" lot numbers include 2018058, 3206625, or 3166453.

Event description:
"3 potential lot numbers 2018058 or 3206625 or 3166453".

Manufacturer narrative:
Customer reports three "potential" lot numbers include 2018058, 3206625, or 3166453.

Event description:
"3 potential lot numbers 2018058 or 3206625 or 3166453".

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok needle pulled out of the hub. The following information was provided by the initial reporter: ¿both needles were utilized when the nurse administered, then when both nurses pull the needle out, the needle detached and was in the patient's arm. It was then pulled out by the nurses, which could potentially be a needle stick¿. Response received on 18-oct-2023. Was there any adverse event or serious injury reported? Needle was left in 1 patients arm, removed by nurse. Other patient needle was left in leg, removed by nurse. No needles stick to nurses. Was there any medical/surgical intervention required? No.

Event description:
No additional information

Manufacturer narrative:
Pr 9060015 ¿ follow up MDR for device evaluation it was reported the needle detached and was in the patient's arm. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. Two photos show a needle assembly with no plastic shield. The safety mechanism has been activated and the needle is out of the needle hub. The third photo shows a packaging shelf box. A device history record review was completed for provided material number 305902, lots 2018058, 3206625, 3166453. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lots 2018058, 3206625, 3166453 were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the actual physical sample analysis a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative